Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, upon review of chest x-ray, externalized conductors were noted on patient's right ventricular (rv) lead. The lead was explanted and replaced with new lead. Patient condition was stable.